Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had their emergency backup battery (ebb) replaced due to an ebb fault on (B)(6) 2025. The patient then had their system controller exchanged on (B)(6) 2025 since the ebb fault was not resolved.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic for a system controller exchange due to an emergency backup battery (ebb) fault over the weekend. The ebb fault resolved on its own.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The system controller event log files were reviewed, and timestamps spanned approximately 19 days (07:57:42 on (B)(6) 2025 to 11:25:11 on (B)(6) 2025). At 13:22:07 on (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The load test had not passed due to the unloaded voltage of the backup battery measuring greater than the acceptable threshold above the loaded voltage. This alarm resolved at 10:54:22 on (B)(6) 2025 as the backup battery was reseated. Additionally, the backup battery fault alarm returned on 11:52:47 on (B)(6) 2025 and cleared at 05:50:56 on (B)(6) 2025 as the backup battery passed load testing. At 11:24:24 on (B)(6) 2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down at 11:25:11 on (B)(6) 2025. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. The backup battery was able to support the pump with no external power, and the system controller was able to perform multiple self-tests without issue. The reported event was unable to be reproduced during this analysis. The provided information stated that the system controller was exchanged due to the backup battery fault alarms, and previously, the patient had undergone a backup battery exchange a few months ago. Additional information stated that there was no controller fault alarm, and instead it the issue was a backup battery fault alarm. Multiple good faith effort (gfe) attempts were sent to inquire if the cause of the backup battery fault alarm was confirmed, if there was any troubleshooting performed prior to the exchange, and if the patient experienced any consequences at the time of the exchange; however, no response was received. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.